Event description:
It was reported through the research article "long-term quality of life, psychological distress, and caregiver burden in octogenarians with lvad: a single-center experience" that heartmate 3 may be related to psychological distress. This study assessed the long-term quality of life, as defined by both the 36-item short-form health (sf-36) survey and the euroqol 5 dimensions, 5-level questionnaire (eq-5d-5l)¿including the visual analog scale¿in octogenarian left ventricular assist device (lvad) patients. Additionally, the psychological health of octogenarian lvad patients using the psychological general well-being index (pgwbi) through the 22-item version of the zarit burden interview (zbi) was evaluated. One of the study patients, male, 76 years of age at time of implant, experienced 8 hospitalizations while implanted with the heartmate 3 for infection, arrhythmia, heart failure and recurrent bleeding. The patient passed away from multi-system organ failure.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: jacopo d¿andria ursoleo, marina pieri, francesco calvo, savino altizio, mario gramegna, domenico pontillo, silvia ajello and anna mara scandroglio department of anesthesia and intensive care, irccs san raffaele scientific institute, milan, lombardia, italy no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
E1; reporter email was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), cardiac arrhythmia, bleeding, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.